Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance and episodes of noise were observed. Short r-r intervals binned in the ventricular fibrillation zone were noted. The device was explanted when low, out of range pacing lead impedance was observed when a replacement lead was connected to the device. The patient was stable.

Manufacturer narrative:
The reported impedance and noise anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.